Manufacturer narrative:
Root cause: 2081-00 pull pins were manufactured smaller than the dimensional requirements, causing them to thread into 2080-01 screws with minimal locking force. The supplier produced the 2081-00 pull pins using his own nominal targets without regard for tolerances based on the specified thread standard. As a corrective action, the pull pin supply was removed from the original manufacturer and moved to the same vendor who made the screws. In addition, all thread callouts are supplemented with specific dimensional tolerances. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Surgeon implanted two perpos screws in total. When compressing model 9024-00, the surgeon attempted to compress using the compression tool. One of the pull pins disengaged from the heading during compression. As screw was not fully compressed, the screwdriver was placed onto head of screw and screwed tight. The other screw was from lot 052708-a and it fully compressed. Pt was not compromised.